Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated mdrs # 2937457-2013-00142, 1225714-2013-02052, 1225714-2013-02253.

Manufacturer narrative:
The additional information noted that the patient expired, but it did not specifically state a date of death. This is one of three device reports related to this event. Manufacturer report numbers are 2937457-2013-00142, 1225714-2013-02252 and 1225714-2013-02253. Additional information has been requested and will be submitted upon receipt accordingly. (B)(4).

Event description:
The additional information received noted that the patient expired.